Manufacturer narrative:
A ge svc rep performed an onsite investigation. The right user interface control panel was replaced and a software update was performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that both of the control panels were not working. No pt injury was reported.